Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited loss of capture and p wave amplitude variation. It was further noted from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of loss of capture, p wave amplitude variation and lead dislodgment were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection of the lead found overtorque of the inner coil which is consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures. No anomalies were found.